Event description:
Customer reports to have received a failed battery test alarm with every battery change. Customer's blood glucose was 104 mg/dl. Customer was advised on clearing alarm by pressing act and esc, otherwise alarm would continue. Customer requested for insulin pump to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.